Event description:
Guide wire does not pull out easily and fragments during removal. Difficult to guide the tube through mounting piece (to skin). This is very dangerous and could leave a piece of wire in a pt.